Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. The technician replaced the power control board with the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working. The unit was located in room 37 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).